Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the right ventricular (rv) lead post operatively. The lead was revised and rem ains in use. No patient complications have been reported as a result of this event.